Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from cts in resetting the pump, which did not experience the same malfunction again after the reset. The customer was advised to continue using the pump and to call back if any malfunction recurred.